Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of approximately 40 mg/dl. Bg was addressed with glucose tablets and by drinking juice. Reportedly, the contact stated that the correction factor required additional fine tuning. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.